Manufacturer narrative:
The fse found that the probe wipe was dripping intermittently. The fse noticed that the probe wipe rinse block was not moving down to a full extent, and was spilling the probe wipe waste. The fse replaced the probe wipe assembly and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an uncontained bloody fluid leak of approximately 0.5 (half) ml on coulter lh 500 hematology analyzer, from the probe wipe rinse block during the second backwashing of the manual sampling probe. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak was discovered. There were no reports of injuries, erroneous results, direct contact with the leak or change to patient treatment in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.